Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a power on reset (por) message on their remote. The message showed up during normal operation of the ins and the patient had the system running 24/7 with a habit of charging every 7 days. They were able to charge the ins but unable to turn on their stimulation. The representative wasn't sure of any factors that could have caused this issue. They cleared the por and the battery level was at 75%. All impedances were good. The issue was resolved. No further complications reported.